Event description:
The patient experienced a loss of therapeutic effect which started about a about a month ago she noticed she started having a weak stream and she would get the urge to go but couldn't go to the bathroom. The device was implanted to treat retention. The patient had to have someone come catheterized her twice a day because she and her husband both have tremors and could not catheterize her. The patient had a weak and interrupted stream. The patient stated that they catheterized her and did a sonogram which showed she still had 450 cc in her bladder but she felt like it was empty. The patient started seeing the neurostimulator (ins) low battery message on the patient programmer about 2 weeks ago. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that patient received assistance from their health care provider or manufacturer representative and her concerns were resolved. The patient mentioned that they did not have concerns with their device or therapy. The patient appointment scheduled for 2015 (B)(6).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v278329, implanted: 2009-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).